Event description:
The pt experienced in intermittent loss of therapy. There was a loose connection between the implantable pulse generator and the extension. The implantable pulse generator was replaced and therapy continued with no known problems. A follow-up report will be submitted if add'l info becomes available.